Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and having difficulty charging ipg. No device malfunction suspected. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted, and patient was doing well postoperatively. The explanted ipg was not returned per hospital policy.